Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. DHR 03.632.036 lot 6746390 released 1/4/12 (B)(4) manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6746390 for po 1303845. The supplier¿s certificate of compliance (dated 12/15/11) indicates the parts were manufactured to p/n 03.632.036, revision ¿j¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns035211, revision ¿p¿, completed 1/3/12. No ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery the nurse loaded the screw to the screwdriver and the sleeve then he gave it to the surgeon; once the surgeon started to insert the pedicle screw; the screw moved from the screwdriver then the surgeon discovered that the retaining sleeve was broken and there's a broken part inside the wound but he removed it and he used another retaining sleeve and the surgery went well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device investigation summary ¿ during the surgery the nurse loaded the screw to the screwdriver and the sleeve then he gave it to the surgeon; once the surgeon started to insert the pedicle screw; the screw moved from the screwdriver then the surgeon discovered that the retaining sleeve was broken and there's a broken part inside the wound but he removed it and he used another retaining sleeve and the surgery went well. The returned instrument (03.632.036 lot 6746390 mfg 1/2012) was examined and the complaint condition was able to be confirmed as the holding sleeve is missing a portion of the threaded tip. A definitive root cause was unable to be determined however the failure mode is consistent with rough handling over the life of the instrument (3+ years). The holding sleeve is used in the matrix spine system for screw insertion with an appropriate driver. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in january 2012 after these changes were applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.